Event description:
Patient was burned on the neck due to improper skin preparation. Thermage took corrective action to improve documentation and training to communicate necessary skin preparation to users.